Event description:
It was reported to philips that the heartstart mrx defibrillator showed a service device failed opcheck message when the device was first powered on. There was no patient involvement.